Manufacturer narrative:
Concomitant medical products: product ID 977d260, lot# va19exd036, product type: screening device. Product ID 977d260, lot# va19cdv021, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they were walking out the door and the lead wire got stuck on the door which pulled the lead wire out so they were in pain. According to the consumer the manufacturer's representative (rep) told them to tape up the wire which they did. An appointment was scheduled with the rep. For (B)(6) 2016, but the healthcare provider (hcp) later reported the trial leads were pulled (suggesting removed) at day seven of the trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.